Event description:
It has been reported to philips that, flexvision monitor was not turning on and after multiple rebooted, system working normally. Procedure get delayed. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred, and procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that system flex vision monitor was not turning on and after multiple reboots. Review of the system log file showed that the problem in flex vision-pc startup. Upon further troubleshooting action, field service engineer (fse) found that system is not boot correctly it was taking multiple reboots to startup and found single-phase m cabinet ups was causing the users issues. The fsc replaced suite pc and flexvision pcs along with the ethernet switch, power up modules and reloaded software. After replacing suite pc and flexvision pcs along with the ethernet switch, power up modules and reloaded software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code were corrected.